Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not complete the boot up process. Review of the logfiles confirmed the lsr (lab stopped responding) issue. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the equipment does not start, impossibility of reproducing the anomaly. Fse recharged the sw and restored backup. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not complete the boot up process. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.